Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a2114 mayfield infinity xr2 skull clamp was received with the stem broken off the rocker arm. Additional information has been requested.

Manufacturer narrative:
The unit was received with the stem broken off of the rocker arm. The unit was also received without the pedi rocker arm or suit case; general maintenance and cleaning required. The device history record reviewed with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The complaint was confirmed. The underlying root cause for the reported event is unknown, however, the stem broken off of the rocker arm could have possible been caused by normal wear.

Event description:
N/a.